Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: quattrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000038785.

Event description:
Additional information was received wherein the ipg and one of the leads were explanted and replaced. During the procedure, one of the leads had high impedance. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.

Event description:
It was reported the patient had an rf ablation on (B)(6) 2023 where the device was not placed in surgery mode. Troubleshooting was attempted by the company representatives to no avail. Surgical intervention may occur at a later date to address the issue.